Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic broken. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was removed due to low vault. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2020, patient does not plant to implant another lens.